Event description:
The following information was provided: as per pss implant request: other mechanical complication of right knee prosthetic. Patient has severe arthrofibrosis, we would like to place a smaller poly, but ideally one with slope built in to open up the flexion space more than the extension space and hopefully avoid revision of a well-fixed femoral revision. We would like a 14mm poly for the reported sizes with 4 degrees of slope built in to the poly (essentially making the back flexion space of the poly approximately 11-12 mm, and the front the standard 14 mm, ts is preferential, if possible, but ps may be adequate if not possible.

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding arthrofibrosis involving a triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If device/additional information become available to indicate further evaluation is warranted, this record will be reopened.